Manufacturer narrative:
Event description continuation: physician traversed the interatrial septum through a patent foramen ovale (pfo) with a baylis medical nrg transseptal needle and st. Jude medical sl1 8.5 french sheaths x 2. The site of injury was not known. Therefore, the temperature, impedance and power at the time of the injury was not known. It was not known if the power was titrated during ablation. There were no spikes in impedance or temperature. The ablation cycle was not known as the site of injury was not known. Flow setting was set for smart touch 15ml below 30w and 30ml above 30w. The smart touch bidirectional catheter was set at 20w on the posterior wall and up to 35 at the anterior. There were no error messages observed on the biosense webster equipment during the procedure. The patient received anticoagulation in the procedure. The activating clotting time (act) range was high, up to 500. The shaft proximity interference value was not known. It was not known if the smart touch bidirectional catheter was in close proximity to another catheter. However, it was most likely the pentaray catheter. The smart touch bidirectional catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. The carto 3 system did not indicate to re-zero the catheter. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant product: carto 3 system, model #: m-4800-01, serial #: (B)(4). Smartablate pump, model #: m-4900-08, serial #: (B)(4). Smartablate generator, model #: m-4900-07, serial #: (B)(4). Pentaray navigational eco catheter, model #: d-1282-11-s, lot #: e8032259. Soundstar eco catheter, model #: m-5723-18, lot #: unknown. C3 ez steer coronary sinus with auto ID catheter, model #: d-1263-07-s, lot #: unknown. (B)(4).

Event description:
It was reported that a female patient in her 40¿s, underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis and high blood sugar which required insulin. It was stated that this patient was obese and was unwell with high blood sugars pre-procedure. The physician and anesthesiologist agreed to continue to deliver insulin. It was in the 200-300¿s during the procedure. At the end of the procedure, the anesthesiologist stated that the patient needed more time to wake up. Therefore, the patient was sent to the intensive care unit intubated. After the procedure, the patient¿s blood pressure dropped. The cardiac tamponade was confirmed using an echocardiogram. In the middle of the night, the patient had a bedside pericardiocentesis and 400cc of fluid were removed. The patient¿s blood pressure was stabalized. The patient was reported to be in stable condition. In the intensive care unit, the patient went into diabetic ketoacidosis (dka) and had uncontrollable blood sugars. The patient¿s blood sugar could not be read because it was very high. The patient was given insulin and a sugar reading was obtained at 600. They had a hard time getting it under control from there. It was stated that the factors that may have contributed to the event was that the patient was unwell with sleep apnea and high blood sugars. The patient required extended hospitalization. Per the physician, the patient will fully recover. The physician¿s opinion regarding the cause of the adverse event was that it was procedure and patient condition related. The physician felt that the cardiac tamponade was due to aggressive ablation, but the patient¿s uncontrolled blood sugar was more problematic and unrelated.